Event description:
It was reported that when an asymptomatic patient presented for device change out, externalized conductors were observed. A capture anomaly was also noted. The lead was explanted. During explant, a portion of the svc was torn and open heart surgery was performed to repair the tear. The device was replaced and the patient was discharged a few days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 24.5-25.3cm from the distal end of the middle portion, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.2-10.5cm from the distal tip. Internal insulation abrasion was noted at 0.0-0.6cm and 24.5-24.8cm from the distal end of the middle portion. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 8.3-8.8cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 16.4-16.6cm, 16.7-16.9cm, 17.2-17.3cm, 17.4-17.5cm, and 17.9-18.0cm from the distal end of the middle portion. The etfe coating was intact at these locations.